Manufacturer narrative:
Additional information received: the patient had navion and physician modified branched graft, endurant grafts. Infection was likely associated with 5 endurant stent graft since nuclear medicine tagged wbc scan showed uptake in the descending thoracic aorta at the site of endurant graft. Endoleak was observed and also associated with branched graft. It is difficult to confirm on CT scan, but the endoleak appears to be type iii endoleak between graft components. Patient declined explanation and reconstruction with cryo graft for graft infection. Shortly after discharge the patient passed away due to intracranial hemorrhage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmc3131c90tu, serial/lot #: (B)(6), ubd: 18-dec-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts (vnmf3731c173tu & vnmc3131c90tu) and an endurant ii stent graft system were implanted during the endovascular treatment of a thoracoabdominal aneurysm. It was reported approximately 4 years post the index procedure, the patient presented emergently and was hospitalized for a streptococcus mitis bacteraemia infection, with possible focus of infection at the aortic endograft in the descending thoracic aorta. Due to the suspicion of graft infection, a three-phase white blood cell was completed which did not show any active inflammation in the graft area. Ultimately the patient was discharged 6 days later on ivab. Following another hospitalization approximately 1 month later, the patient had a repeat wbc scan which showed subtle uptake around the graft. The patient was given a treatment plan to continue antibiotic treatment with the additional antibiotic added. The cause of the infection is undetermined. No additional clinical sequalae were provided and the patient will be monitored.